Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 451 mg/dl at the time of the incident. The customer stated that suddenly after they noticed a lot of sensor glucose vs blood glucose issues. The customer tried to fix it by calibrating and led up to change sensor. The blood glucose went up to 450 mg/dl during this. The customer was assisted with troubleshooting. The received a calibration not accepted alert. The insulin delivery was not suspended due to the sensor values. The customer stated that the difference was occurring with the current sensor. The device will not be returned for analysis.